Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure between the peroneal and popliteal arteries using an indigo system cat 6 kit. During the procedure, the physician aspirated the clot in the target vessel with an indigo system aspiration catheter 6 (cat6) using a peel away sheath and a non-penumbra sheath. The physician removed three clots and opened the target vessel. After removal, the distal end of the cat6 was noticed to be "crimped," and it was reported that the cat6 was not aspirating well 3 to 5 minutes into the procedure. The procedure had successfully ended at that point, and no further treatment was needed. There was no report of an adverse effect to the patient.